Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 22 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. No patient complications nor injuries were reported. The patient condition was good.